Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips did not form properly. The clips would not hold onto tissue. A second er320 was introduced and the same events occurred. A third er320 was introduced to complete the case. There was no consequence to the pt.